Event description:
According to the reporter during a laparoscopic left colectomy procedure, the anvil was bent but could be tilted after firing. The event led to extended patient hospitalization. There was permanent injury. There was unanticipated tissue loss and tissue damage as a result of this problem. The damage was permanent. Medical or surgical intervention was needed to prevent a permanent impairment of a function. The event led to extended patient hospitalization. Surgical time was extended by more than 30 minutes. Current patient status is alive with injury. Nothing fell into the patient cavity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.